Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. Patient is pacer dependent. The lead was extracted and replaced with a competitor device system. There were no complications and patient was asymptomatic.